Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscope controller (ec) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and in artemis, error 319 was found, confirming that the fault occurred in the field. Error 319 pointing to a missing node on the ecpd and dcib. Visual inspection, no damage was observed on the exterior and interior of the unit. Fa observed no physical damage to the endoscope receptacle. Fa inspected the internal boards and found that the qsfp on the dcib is loose. The qsfp was re-seated. The unit was installed in the golden system where the ec node was not present. The unit was installed in the golden system where it was not detected. Fa observed that the leds on the ecpd and dcib were not functioning. The system was turned on to normal mode, the error logs were investigated and found error 319. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the ecpd is likely to be the root cause of the reported event.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the representative confirmed that there was no patient in the room when the issue was first identified. The procedure was completed as planned later that day.